Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on in "defib mode" when "monitor mode" was selected. In addition, the device powered on with 360 joules selected and was unable to decrease energy setting via the control panel or attached defib paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.